Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Additional information received from the field representative indicated that the patient developed a small dehiscence with two small open wounds with drainage and what appeared to be adhesions at the subclavian level. The following day, this rv lead was removed without any problem and was sent to laboratory for culture and sensitivity test. New lead was successfully replaced. No additional adverse patient effects were reported.